Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2012, lifescan received a report (B)(4) from the food and drug administration (FDA) in regards to an allegation of an inaccurate low with a patient's onetouch ultramini meter. Since the reporter's phone number was not provided the medical surveillance specialist (mss) was unable to reach the reporter by phone for follow-up questions. The following complaint was classified based on information provided on the report. It is not known when the alleged issue first began. According to the report, the patient is a type 1 diabetic and had obtained the subject meter (date unknown) from his physician; it is not known when the patient was diagnosed as a diabetic. On unspecified dates/times, the patient reportedly had several visits to his doctor's office and had also gone to the emergency room (ER) on three occasions. The reasons for the doctor's office and ER visits are not known, the patient's blood glucose readings with the subject meter prior to each visits are not specified, and the type of treatment the patient received (if any) during his visits are not known. Gradually, per report, the patient began to show signs of mood swings, weight loss, severe cramps, confusion, etc; however, it is not clear if the reported signs were a result of the alleged meter issue or if the signs occurred prior to being diagnosed. According to the report, during one of the patient's ER visits (date/time not specified), a physician reportedly had noticed that the patient had obtained a blood glucose reading of "147mg/dl" with the subject meter; however, (per report) the patient's blood glucose reading was "actually 447mg/dl"; the time difference between the two readings are not known, it is not clear if the "447mg/dl" reading was obtained with the hospital's meter or laboratory device, and it is not specified if patient had received any treatment after the alleged issue was discovered. On an unspecified date/time, the patient reportedly developed diabetic ketoacidosis(dka) and had low potassium. The patient's blood glucose reading prior to and at the onset of the symptom is not known and it is not specified what action the patient took in response to the reading. The treatment the patient received after the onset of his symptom is not specified and it is not clear when the patient was released from the hospital. According to the report, a new meter was purchased for the patient and the patient's health is improving. Although it is not clear when the alleged issue occurred and it is not clear if the alleged issue caused the patient's reported symptoms, based on the information provided, this complaint is being reported due to the following conclusion: the patient reportedly developed symptoms suggestive of a serious injury while using the lfs product.